Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to pulmonary embolism (pe). Patient is alleging vena cava perforation. The patient further alleges "the ivc filter implanted in my body perforated my vena cava; this caused me to live with fear and anxiety. It also caused abdominal pain. Due to the filter¿s failure I underwent a surgical procedure to have it removed." "I try not to engage in any activities that cause me to exert myself," as well as hospitalization for blood clots post filter placement. Reportedly, the filter was successfully retrieved (B)(6) 2020 via the percutaneous route. Per computed tomography report, "positive for caval perforation" "superior extent of filter is at l2-l3 disc space. Inferior extent superior l4 vertebral body." "A total of four prongs have perforated through ivc... Maximum distance prong perforated through ivc is 5.20 mm..." "Coronal images show 3.47-degree tilt of filter left-to-right... Sagittal images show 0.42-degree tilt anterior-to-posterior..." "Diameter of ivc directly above filter measures 13.82 mm x 25.14 mm..." Per successful percutaneous retrieval report, "I then performed an inferior vena cavogram which revealed no evidence of clot within the filter and completely intact inferior vena cava." "I then hooked the filter and placed it in the sheath by compressing it and removed it completely. The filter was examined and was completely intact at the end of the procedure." "The venogram at the end of the procedure revealed completely intact inferior vena cava with no evidence of damage to the vena cava wall.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: thrombus, tilt, anxiety, fear, abdominal pain, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, fear, abdominal pain, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect -pt is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a celect platinum (pt) inferior vena cava (ivc) filter on (B)(6) 2016. The patient underwent a surgical procedure due to multiple struts of the patient's ivc filter perforating the ivc. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: vena cava (vc) perforation. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.